Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that her insulin pump was not working at all, causing her blood glucose to go high. She states her blood glucose went from 185 mg/dl to 316 mg/dl, then to 446 mg/dl. Customer treated with manual injections. Customer was not able to troubleshoot as she was at work. Customer will be calling back to troubleshoot. No further information provided.